Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the urine would not drain independently into the drain bag, even though there was no dependent loop involved. Also, the foley catheter required manipulation multiple times to drain. The patient also stated the catheter was too big, and the urine backed up again.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. We were unable to review the labeling due to the unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews .

Event description:
It was reported that the urine would not drain independently into the drain bag, even though there was no dependent loop involved. Also, the foley catheter required manipulation multiple times to drain. The patient also stated the catheter was too big, and the urine backed up again.